Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clincial narrative: an updated report states that the off-label use of tpa in the purge solution resolved the purge system alarms and the device is functioning as inteneded with patient remaining on support at the time of this updated reporting. Origional clinical narrative: impella 5.5 was inserted via the right subclavian axillary artery in a 59-year-old male to provide left ventricular unloading during concomitant veno-arterial extracorporeal membrane oxygenation (va-ECMO) support. Prior to impella 5.5 implantation, the patient was supported with an intra-aortic balloon pump (iabp) and ECMO for acute decompensated chronic cardiomyopathy. The patient's clinical state prior to initiation of impella 5.5 support was reported as society for cardiovascular angiography and interventions (scai) shock stage e. The patient required inotropic support, vasopressor therapy, systemic anticoagulation, and respiratory support. During support, a purge system blocked alarm was reported on the automated impella controller. Standard troubleshooting was performed, including replacement of the purge cassette; however, the alarm did not resolve. It was subsequently reported that tissue plasminogen activator (tpa) would be administered in the purge solution to mitigate the impact of suspected biomaterial within the motor. Please note that administration of tpa in the purge solution is considered an off-label use. At the time of the reported event, the activated clotting time (act) was reported to be within the recommended therapeutic range, and the patient remained on systemic anticoagulation. The purge solution consisted of 5% dextrose in water with 25 milliequivalents of sodium bicarbonate. Purge parameters were reported as a purge flow of 2.7 milliliters per hour (ml/hr) and a purge pressure of 889 millimeters of mercury (mmhg). The impella 5.5 was operating at performance level p-4 with flows of approximately 1.3 liters per minute (lpm). Following intervention, the impella 5.5 continued to function and was subsequently reported to be operating at performance level p-6 with flows ranging from 3.5 to 3.6 lpm. Purge parameters improved to a purge flow of 10 ml/hr and a purge pressure of 485 mmhg, consistent with intended device performance. At the time of reporting, the patient remained on impella 5.5 support with concurrent va-ECMO support. Based on the available information, there was no reported adverse patient impact associated with the purge system blocked alarm, and the device continued to provide hemodynamic support throughout the event. The patient outcome remains ongoing.